Event description:
It was reported that this implantable cardioverter defibrillator (ICD) historically had low battery usage and battery usage had increased by 12%. It was noted that the right atrial (ra) lead was broken and exhibited high out-of-range pace impedance measurements greater than 3,000 ohms. It was suspected the lead was either fractured or detached. Technical services (ts) referred the patient to the cardiologist to discuss options for next steps including continued monitoring, programming the ra lead off, and potential lead revision. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.